Manufacturer narrative:
Date sent: 08/11/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoidopexy procedure, the device did not staple but cut. Surgery was prolonged sixty minutes. The patient was over stitched by hand. There were no adverse consequences to the patient.